Manufacturer narrative:
Review of receiving certificate of conformance showed that lot had no recorded anomaly or deviation. Supplier reviewed internal documentation and confirmed that surgeon approved plan that was used to manufacture the guides. The user facility was notified of the event on (B)(6) 2011. To date, a response has not been received from the user facility. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report filed april 19, 2011.

Event description:
It was reported that patient underwent total knee arthroplasty utilizing signature knee guides on (B)(6) 2011. Postoperative radiographs revealed the femoral component was placed in valgus and the tibial component placed in varus. The patient's leg is straight and the patient is satisfied with the outcome of the procedure.